Event description:
It was reported that prior to use with 10,00 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter: air bubbles in gel tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary: bd received 5 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for gel airbubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 10,00 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter: air bubbles in gel tube.